Event description:
Continuous defibrillations took place in 2006. Inappropriate therapy due to oversensing and shocking. Patient sought treatment in emergency room where defibrillator was turned off. Patient transferred to inpatient unit. Defibrillator lead was replaced three days later.